Event description:
It was reported that the customer experienced a diabetic seizure during the night, and was taken to the emergency room. The mother stated that she did not see a bolus in the bolus history that should've been there. Advised the mother to disconnect the infusion set from the customer and program a small bolus of 0.2. The bolus was delivered, and it also recorded on the bolus history. The mother asked if it was possible for the insulin pump to deliver insulin that had not been recorded in the bolus history. Reviewed all of the delivery totals, and everything matched. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.